Manufacturer narrative:
This device problem is not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the laparoscopic hernia procedure was completed, the insufflation port broke off trocar . To complete the procedure, nothing was done as it was the end of the case. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.